Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion, located in the moderately tortuous and moderately calcified osteo-proximal right coronary artery, was predilated with a 2.50 x 12 mm non-compliant balloon. A 3.00 x 16 mm synergy was deployed at 18atm for 10 seconds. A type b dissection occurred, and a 3.00 x 12 mm synergy was deployed to cover the dissection. The procedure was completed and the patient was stable and fully recovered.